Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new prosthesis was implanted. During the procedure cylinder erosion was noted. No information was provided about the patient's outcome. It was further reported that the patient experienced pain for a month prior to the procedure. There were no malfunctions associated with the explanted ipp. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new prosthesis was implanted. During the procedure cylinder erosion was noted. No information was provided about the patient's outcome. It was further reported that the patient experienced pain for a month prior to the procedure. There were no malfunctions associated with the explanted ipp. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. An allegation of cylinder erosion was reported. The ams 700 device components were visually inspected and functionally tested. A leak in the kink resistant tubing (krt) of one of the cylinders was identified as well as a hole in the cylinder body of the second cylinder. Product analysis concluded these damages were consistent with explant and were therefore considered secondary failures. The ms pump also failed the deflation functional test. Product analysis could not to confirm the reported allegations of cylinder erosion and pain; nor could it establish a relationship with the reported events and the device malfunction identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Manufacturer narrative:
D4, d6, h2, h10 updated. Model number/catalog number: 72404156, serial number: null, batch/lot number: 1000209202 model/catalog description reservoir 100 ml pc/iz. H2, h3, h6, h10 updated. Product investigation completed. An allegation of cylinder erosion was reported. The ams 700 device components were visually inspected and functionally tested. A leak in the kink resistant tubing (krt) of one of the cylinders was identified as well as a hole in the cylinder body of the second cylinder. Product analysis concluded these damages were consistent with explant and were therefore considered secondary failures. The ms pump also failed the deflation functional test. Product analysis could not to confirm the reported allegations of cylinder erosion and pain; nor could it establish a relationship with the reported events and the device malfunction identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new prosthesis was implanted. During the procedure cylinder erosion was noted. No information was provided about the patient's outcome. It was further reported that the patient experienced pain for a month prior to the procedure. There were no malfunctions associated with the explanted ipp. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced pain with an inflatable penile prosthesis (ipp) for a month leading to a replacement surgery in which the existing device was removed and a new prosthesis was implanted. During the procedure cylinder erosion was noted. There were no malfunctions associated with the explanted ipp. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Reservoir: product investigation completed. An allegation of cylinder erosion and pain was reported. No allegations were made on the reservoir. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis was unable to confirm the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation. Model number/catalog number 72404156, serial number null, batch/lot number 1000209202 model/catalog description reservoir 100 ml pc/iz. Preconnected cylinders and pump: product investigation completed. An allegation of cylinder erosion was reported. The ams 700 device components were visually inspected and functionally tested. A leak in the kink resistant tubing (krt) of one of the cylinders was identified as well as a hole in the cylinder body of the second cylinder. Product analysis concluded these damages were consistent with explant and were therefore considered secondary failures. The ms pump also failed the deflation functional test. Product analysis could not to confirm the reported allegations of cylinder erosion and pain; nor could it establish a relationship with the reported events and the device malfunction identified. The product analysis results and event report provided no objective evidence that would warrant further escalation.